Event description:
Reporter states that pt's blood glucose was measured, using the aviva system, with back-to-back results of 19.4 mmol/l, 27.7 mmol/l, 31.1 mmol/l, 11.1 mmol/l, and 13.1 mmol/l. Reporter noted that pt did not modify therapy or these values. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The event occurred in another country.